Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid superficial femoral artery. A 5.0 x 40 mm fox plus balloon catheter was advanced to the lesion; however, while inflating the balloon, the balloon did not inflate as there was a leak in the proximal shaft. A 6.0 x 100 mm fox plus was used for pre-dilatation and a 6.0 x 100 mm absolute pro was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the corrective action tracking system for the web (catsweb) database for the reported lot revealed no associated nonconforming material records (ncmr). A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.